Event description:
The customer stated that the insulin pump alarmed motor error. The customer's blood glucose reading was 87 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind and failed the displacement test due to the motor encoder signal being out of phase.